Manufacturer narrative:
(B)(4). The analysis results found that devices (a, d) were returned for analysis in good visual condition. In an attempt to replicate the reported incident, each device was functionally tested to detect any leaking issues. Upon evaluation of each device, it was functionally leak tested and passed. The device was fully functional according to the manufacturing requirements. No conclusion could be reached as to what may have caused the reported incident. The devices do not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. The analysis results found that device (b) was returned for analysis. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device b additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4). The analysis results found that device (c) was returned for analysis and is in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at the slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The device does not have an obturator. The obturator is the piece of the trocar that has the batch stamped. No batch number was available; therefore, we were unable to check manufacturing records for any related non-conformances. Device c additional information: batch # unk expiration date: unk manufacturing date: unk (B)(4).

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gastric bypass procedure. The operator was very trained. There was leakage from the start. Does not matter what sort of instruments they used. It prolongs the operating time and uses a lot more gas than necessary. Does not help to tap it or to put your fingers in to make it better. It just helps a little bit for a while; 396 liters of gas needed to be used during the whole surgery. Another device was used to complete procedure. No patient consequence reported.